Manufacturer narrative:
Concomitant medical products: model 3186, scs lead: implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to failure to remember to recharge their scs system as recommended. Reportedly, the ipg will no longer communicate and the patient programmer displayed an error message indicating the device as inoperable. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Additional follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.